Event description:
It was reported that during a procedure using a quantum 2 controller, the unit stopped working. There was a 30 minute surgical delay while a backup unit was obtained. The procedure was then completed without further issue. There were no patient complications reported as a result of this event.